Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a second right knee revision due to an infection, pain, effusion, synovitis, and tibial tray loosening at both the cement to implant and bone to cement interface. The surgeon noted the previous infection treated during the first revision resolved and then the patient developed another infection. The surgeon removed all components, performed an irrigation and debridement, and implanted competitor products and antibiotic spacer. The procedure was a first- of a two-stage revision. Doi: (B)(6) 2015 tibial tray, femoral component, patella component, and competitor cement; doi: (B)(6) 2016 tibial insert; dor: (B)(6) 2016 right knee.